Event description:
A snare was advanced and engaged around a very large polyp. The snare was engaged aroung the entire polyp which resulted in full extension of the snare. No cautery could be generated. The wire of the snare became embedded in the polyp during removal. The handle of the snare was cut off to facilitate scope removal. The scope was readvanced alongside the original snare wire and another snare was advanced through the scope. The polyp was then removed piece by piece until the original snare wire was exposed and retrieved without incident. Bleeding ensued, however, no treatment was required. The pt was admitted overnight for observation and was discharged the following day. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the device was received without approx 200cm of the outer sheath which had been cut. There appeared to be burnt tissue present on the loop indicating cautery had occurred. However, since the handle and inner wire had been cut from the device, co was unable to perform a full eval of the device. Co believes polyp size and/or user technique may have been contributing factors to this event and does not attribute it to the device. However, without a full eval of the device, co is unable to determine the exact cause for this event.